Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the air gas module were replaced and returned for investigation. Simulated use testing of the received o2 and air gas modules has not reproduced the described customer issue. The o2 module and the air gas module were working as expected. Evaluation of the received device logs confirms alarms for low o2 concentration. The log files could not explicit tell how big the volumes to the patient were, but the log file indicates that the volumes were very small. Every alarm for low o2 concentration was in conjunction with an oxygen concentration raise from 64% to 94% that the therapist made. Our ventilator is designed to shut down the o2 concentration alarms for approximately a minute when adjusting the o2-concentration since there is a delay between the delivery and measuring of gas in the system. In this case this delay most probably has been slightly extended since when ventilating a patient with very small volumes, it may take a few seconds longer for the o2 concentration to stabilize after a recent increase made by the operator. This may have caused the generation of alarms for fio2 low. Since we could trace back the reported problem to mars 5, the date of event was determined to be(B)(6)2020.

Event description:
Manufacturer´s ref.#: (B)(4).